Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection found that the ball and spring are completely separate from the depth gauge for 2.0mm and 2.4mm screws. Therefore, the customer's allegation can be confirmed. However it is impossible to determine the root cause of the problem experienced by the customer. Additionally the needle was slightly bent. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the depth gauge for 2.0mm and 2.4mm screws would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 319.006, synthes lot # 202107, supplier lot# 202107, release to warehouse date: 11 july 2023, supplier: (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2024, the spring and ball bearing had come out of the depth gauges and could not be replaced. There was no patient involvement; the issue occurred postoperatively while the devices were in the ultrasonic cleaner. Upon inspection of the returned product on 17-june-2024, it was noted that the depth gauge was deformed/bent. This report involves one depth gauge for 2.0mm and 2.4mm screws. This is report 2 of 2 for (B)(4).